Event description:
It was reported that during post-operation device check, the patient's atrial lead had dislodged and was inappropriately capturing the right ventricle. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.